Event description:
New information received notes that the patient presented in-clinic. Examination of the rv lead revealed new malfunctions of high capture thresholds and high impedance. The rv lead was capped and replaced on (B)(6) 2022. The patient was stable throughout.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a patient presented remotely via merlin.net upon review of the transmission, the patient's right ventricular (rv) lead was found to have exhibited over-sensing of noise, resulting in over-sensing alerts. No intervention was reported. No patient consequences were reported.